Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and a cartridge did not fit onto the pump. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction injection via manual dose injection.